Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited an infection. The lead was explanted and a new lead was not implanted yet. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.